Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification. Result the error e8 (power interrupt) were found in the pump history. The mentioned e8 error is not a malfunction of the pump. All needed tests are passed and no malfunction could be observed during the iu investigation. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. History analyze: (B)(4) 2013 the pump correctly triggered an e8 error at 22:28 because the pump powered down at 22:27. The customers' allegation that the pump turned off by itself could not reproduced. Consumables: the battery cover passed the optical inspection. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported the infusion device turned off by itself tonight without giving an alarm or error message. Patient stated she tried to turn it on with both old and new batteries but the device turned off after a few seconds. Patient reported the device has never fallen. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.